Event description:
It was reported that the power alarm on the 9900 system was sounding. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power control board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.